Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by b. Saygi, o. Karaman, e. Sirin, I. Arslan, a. I. Demir, and a. Oztermeli. Product location unknown.

Event description:
Information was received based on review of a journal article titled, ¿comparison of different femoral fixation implants and fit techniques for tunnel widening and clinical outcome in acl reconstruction using hamstring autograft¿ which aimed to investigate different femoral fixation devices whether tight (undersize drilled) fit technique decreases the tunnel widening and improves the clinical outcome compared to conventional technique in acl reconstruction using hamstring tendon autograft. Patients identified in the article underwent an acl revision procedure due to unknown reasons. There has been no further information provided and the patient outcome is unknown.